Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement battery under warranty. The battery was returned to stryker product analysis center (pac) for evaluation. The pac technician confirmed the reported issue, which was caused by a depleted battery. The device remains with the customer and the battery was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.